Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported on behalf of consumer that on a follow-up visit the consumer had experienced corneal lesions in both eyes and changes under the upper eyelids. The consumer had switched to other contact lenses. The current status of the consumer¿s eyes was unknown at the time of this report. Additional information has been requested but not yet received at the time of this report. 25sep2023 a health care professional reported multiple events seen in consumers wearing total 30 for astigmatism contact lenses. This report is specific to one consumer who was reported to have corneal lesions, changes under the upper eyelids. Follow-up information was received from the initial reporter on 21sep2023; however, the information was either generalized or could not be directly associated to the consumer affected (no identifiers were provided). The generalized information received indicated that the initial reporter was seeing punctate corneal surface changes and discomfort with the use of the complaint product. Requests for clarification on the information pertaining specific complaint have been made. Keratitis is defined as inflammation of the cornea. Two classifications of keratitis are infectious and non-infectious. Non-infectious keratitis includes treatment that follows generally accepted medical standards does not reasonably suggest a serious threat to health, visual acuity or that event is like to result in serious injury or permanent impairment of body function or structure. Treatment that follows generally accepted medical standards does not reasonably suggest a serious threat to health, visual acuity or that event is like to result in serious injury or permanent impairment of body function or structure. This report of punctate corneal surface changes along with discomfort does not change the reportability of the corneal lesions. No more specific information received to the initial report of corneal lesion. Thus, the complaint still remains as serious and reportable.